Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# v259112, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via returned paperwork regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorder. The rep reported there were concern about an explanted device reaching end of service (eos) early and that the depletion seemed quick. It is unclear if it was related the therapy but no symptoms were reported an explant. The patient was implanted with a replacement system and they recovered without sequela. Also, it was requested the device and extension be checked for any signs of a short circuit.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) battery ((B)(4)) revealed that battery reached end of service. The longevity did not meet and the cause was unknown. It was indicated that after 430 days of being implanted, the battery voltage dropped, which was consistent with an external short on the battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.